Event description:
A report was received that the patient was experiencing dyskinesia. It was believed that the event was device related. The patient was prescribed medication and dyskinesia was resolved.

Event description:
A report was received that the patient was experiencing dyskinesia. It was believed that the event was device related. The patient was prescribed medication and dyskinesia was resolved.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing dyskinesia. It was believed that the event was device related. The patient was prescribed medication and dyskinesia was resolved.